Event description:
It was reported that the patient experienced a fall from bed and was then experiencing intermittent stimulation and periodically strong stimulation when they turned their head. Impedances were measured at 10,000, 20,000 and >40,000 ohms on some bipolar electrode pairs. Additional information reported that x-rays indicated that the leads had pulled out of the stimulator. The patient underwent revision surgery to re-insert the leads into the stimulator. Following revision, the patient had adequate stimulation. No other problems were reported and the patient was doing well.